Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was not cauterizing. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts top to contact the initial reporter to obtain additional information. However; as of the date of this report, no additional information has been received. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.